Event description:
It was reported that the customer's insulin pump had a blank display when he picked it up, but when the insulin pump was on the table the screen turned back on with a high tone. The keypad was also unresponsive. His blood glucose level was 131 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronics. Unable to verify the unresponsive button due to the blank display. The pump also had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.